Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had vacuum issues during the phacoemulsification stage of a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system "had vacuum issues during phaco". Additional information was requested with none received to date. The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).